Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "possible rupture".

Event description:
Healthcare professional reported "possible rupture". This record is for unknown side. The device remains implanted and it will be returned.